Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The air-in-line alarms were verified. The cause was determined to be the ultrasonic sensor fluid readings which were out of specification. An attempt to recalibrate the sensor was unsuccessful, therefore the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a air in line alarm. There was no patient involvement associated with this event. No additional information is available.